Manufacturer narrative:
Results and conclusion codes updated to reflect analysis findings. Additional code added to method section. The returned sample was evaluated. A leak was verified at the inlet port of the heat exchanger. Product lot, hw8284, was produced prior to implementation of corrective action.

Manufacturer narrative:
No information was provided. No staff or patient injury occurred. Reporter's occupation was not provided. The sample was not returned for evaluation. 3m was unable to verify the leak location and the identify the root cause without the sample. Based on the problem reported, the probable cause of the leak is over-pressurization with the hand pump. The product IFU states the following: caution · do not exceed 300mmhg pressure. 3m will continue to monitor.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked rbc fluid near the bubble trap during administration on (B)(6) 2019. A peripheral IV was used for the infusion. A baxter y-type blood/solution set with a large standard blood filter and pressure pump was used to apply manual/hand pressure. The anesthesia team reportedly became contaminated. The procedure was reportedly delayed due to the removal and replacement of the blood warming and transfusion components. No patient or staff injury was alleged.